Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the implantation of the patient's scs system, he suffered a dislocated shoulder. The patient was transferred to the emergency room and his shoulder was put back into place. The implant procedure was subsequently completed with no further complications.